Event description:
The patient had the lap-band placed several years prior to the removal date at another facility (medical records on microfiche now). The patient complained of pain and wanted the lap-band removed. An x-ray confirmed the tube was broken and was "dangling" inside the pelvic area. (There was no serial number on the implant. The patient's band was placed before there was tracking with the "e" serial numbers and the hospital had archived the records.)the entire system was removed and replaced.======================manufacturer response for stomach band, lap-band (per site reporter).======================being shipped back with allergan return goods authorization (rga) checklist for health products.